Event description:
It was reported that the customer wanted a log review to investigate an alleged no alarm issue with a dopamine infusion. The device went into kvo and rate changed with no alarm. There was patient involvement and no harm. Bd later learned through due diligence the following information: the dopamine infusion was intended to infuse at 15mcg/kg/min and a total bag/bottle volume and concentration of 400mg/250ml.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined. C21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. Investigation summary: the report of the device failure to alarm was not able to be confirmed from the log analysis or replicated during the laboratory testing. A primary infusion was programmed using the same parameters observed in the device logs at the time of the event. Upon completion, the device automatically transitioned into kvo mode, accompanied by a high priority alarm indicating the end of the infusion. A review of pump modules and pcu error logs showed no errors related to the reported incident. On (B)(6) 2025, at 5:45 am, the infusion of the reported event was programmed with a rate of 42.91ml/h and vtbi (volume to be infused) of 141.04ml, the infusion started with a pvi (primary volume infused) of 381.47ml. The profile in use was identified as "adult acute care". At 5:46 am the infusion was paused, then, at 5:49 am, the infusion was restarted. At 6:28 am the infusion was paused again, then, the infusion was restarted. From 6:53 am to 8:48 am the pump module alarmed five (5) times occluded patient side, then, at 9:13 am the infusion was completed with a pvi of 522.521ml and the kvo started as programmed with a rate of 20ml/h. At 9:15 am the user pressed the silence button. Three (3) more infusions were programmed the day of the reported event with the suspect device; no errors or malfunctions were recorded; then, the unit was removed. Bd alaris system user manual (v12.3.2), states, if kvo is enabled, allow continuous infusions to automatically switch into kvo mode upon completion. Kvo option setting cannot be changed after the device is powered on and a profile selected. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center. Devices were opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused component. Root cause: the root cause of the reported ¿device failure to alarm¿ was not able to be identified from the log analysis or from the device extensive laboratory testing. The suspect pump module was fully tested, evaluated, and found to be operating within specification, and no issues or anomalies were observed during laboratory testing. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer wanted a log review to investigate an alleged no alarm issue with a dopamine infusion. The device went into kvo and rate changed with no alarm. There was patient involvement and no harm. Bd later learned through due diligence the following information: the dopamine infusion was intended to infuse at 15mcg/kg/min and a total bag/bottle volume and concentration of 400mg/250ml.